Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residual on the air/water channel and on both insertion tube and light guide tube side. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unknown whether there was a deviation from instructions for use (IFU) in reprocessing steps. No physical damage was found at the location. The root cause of the material remained in the device could not be determined. The instruction manual states the detection method associated with the event in "evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection" and the prevention method in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.